Event description:
It was reported that the patient experienced a csf gusher during initial implant surgery; a shunt from the cochlea to lumbar area was placed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The csf leak was corrected and the patient was implanted successfully. The patient's device remains implanted. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The csf leak was corrected and the patient was implanted successfully. The patient's device remains implanted. This is the final report.